Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored non-sustained ventricular tachycardia (nsvt) events due to t wave oversensing. Technical services recommended to bring the patient in to measure the amplitude of the oversensed t waves and to adjust sensitivity. It was noted, if sensitivity is adjusted to perform a defibrillation threshold (dft) test. At this time, the device remains in service. No adverse patient effects were reported.